Manufacturer narrative:
If implanted, give date: not applicable, no patient contact with product. If explanted, give date: not applicable, no patient contact with product. Telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported haptic damaged on their sensar ar40e intraocular lens (iol). No further information provided.

Manufacturer narrative:
Corrected data: section h6: as part of an internal review of our mdrs it was identified that the code(s) 4582 provided on the initial report needs to be removed as it should not have been indicated in the initial report. Also for health effect impact code 4632 should be added. Field below updated: section h6: health effect impact code: 4632 (captures delay in treatment). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Customer reported lens was removed and replaced on the same procedure. Incision was enlarged and sutures were necessary. There was a delay of 20 mins. Patient claimed to be permanently impaired. The following fields updated: section h6: health effect: impact code: 4631 (removal and replacement) section h6: health effect: impact code: 4625 (incision enlargement and sutures) (delay) section h6: health effect: clinical code: 4581 (delay / patient claimed permanently impaired). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.